Event description:
A customer is getting high readings on their meter. During the trouble shooting process, it was learned that the customer has been using excel off brand reagent strips. The high results obtained with the use of these strips, if acted upon, could be clinically significant. It was explained to the customer that bayer does not provide or support the use of excel off brand reagent. The electronics of the meter were found to be satisfactory. The customer had been invited to call the 24/7 customer sevice line should any problems or questions arise. This complaint is considered closed for purposes of MDR.